Manufacturer narrative:
Product ID 3093-28 lot# v203110, implanted: 2009 (B)(6); product type lead product ID 3093-28 lot# v203110, implanted: 2009 (B)(6); product type lead (B)(4).

Event description:
It was reported, the patient¿s first implantable neurostimulator (ins) was ¿faulty.¿ it was stated, the patient¿s doctor had the ins analyzed and it was determined that there was a faulty lead wire that caused their device to run out of battery early.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from doctor's office. In the doctor's notes it was mentioned on (B)(6), 2012 that the patient was unable to feel her stimulation at that time. Nothing was noted about a faulty wire. It was noted there was a depleted interstim battery.